Event description:
Complaint received reporting multiple issues with use of a1000 nanoclave connector and umbilical venous catheter/ECMO set-up. The report states "..pt with med line and heparin flush to 2nd port of uvc. Noted air in med tubing and fluid at syringe connection - on inspection of nanoclave, found membrane not popping up flush with top of plastic allowing air in emo circuit to enter/fluid to leak out.." There were no reported adverse pt consequences. Although requested, relevant usage/set-up and device return status have to date not been provided.

Manufacturer narrative:
MFR's investigation: a review of the complaint database for this list number / similar problem did not record any additional reports/investigations identifying a mfg or design related non-conformance. The involved device(s) were not returned for analysis and investigation. The cause of the reported incident/product issue is unk. A review of the complaint database for this list number/similar problem did not record any add'l reports/investigations identifying a mfg or design related non-conformance. The MFR complaint team reviewed the reported incident/product issues. Monthly management review of in-process assembly/quality trend reports identified no adverse trends or contributing issues for the applicable components/sub assy builds.